Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Vyaire service technician verified the reported "had to remove battery and let transition battery die for vent to stop alarming" problem. It was seen that that the transition battery has no charge. Service technician was not nable to power the unit on/off nor able to silence the alarm. Replaced the main board with a known good one and still failed. Replaced the hybrid board with a known good one and passed. Reconnected the original main board and failed. Root cause is the main board and the hybrid board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator was having battery issue and had to remove battery and let transition battery die for ventilator to stop alarming. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.